Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit intermittently goes into stand by mode. It was further reported that the issue was noticed when the light bulb was changed.